Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to exhibit imprecise motion in the during gripping and ungripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The grip tips were unable to fully close. No loose cables or dislodged grip ring found. Additional observations not reported by site that are not related to the customer reported complaint: after opening the housing, the instrument was found to have a broken rfid retainer. The broken piece was found stuck to the knife cover. The instrument was found to have self-test homing failures based on log review. The instrument was found to have qty 1 low torque failure based on msc log review. Error code 22024 log_strong_grip_low_torque was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Dsp logs show "strong_grip_fail" errors for the same timestamps as that of the low torque errors seen in msc logs. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The complaint was confirmed by failure analysis. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the issue with the instrument did not occur after a system fault. At the time of event robotic-assisted radical cystectomy was being performed with the instrument. The instrument was in for one hour prior to the reported event. The target tissue was fat, blood vessels, vascular tissue. The jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue and there was no unexpected tissue removal. No tissue was excised and no bleeding due to this event. According to the surgeon, this event had no affect on the patient¿s health and no concern about this event causing any long-term complications with the patient. The patient¿s current status is good. The surgeon believe that unknown instrument malfunction caused this event. Customer stated that there are photos and/or videos of this event available for isi review; however, none were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the vessel sealer instrument was grasping tissue and would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
The vessel sealer extend (vse) was transferred and evaluated by the advance failure analysis (afa) team. Afa confirmed the initial failure analysis. The instrument did not have any loose grip cable, screws, or issues with the torsion spring on the proximal end which could otherwise cause issues with the opening/closing of grips. The instrument was disassembled, and it was noted that the grip drive cable was broken at the distal end, close to the twisted lumen. It is unclear as to what could cause the cable to break at that location. A broken grip drive cable is likely responsible for the imprecise motion observed.

Event description:
Refer to h10/h11 for follow-up information.